Event description:
The customer reported that the insulin pump fell in water. Troubleshooting was performed. The customer stated that she removed the battery and water inside of the insulin pump was found. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of moisture damage found on the electronic and motor assembly.